Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 247 mg/dl and their sensor glucose read 117 mg/dl. The customer also reported there was a red object or particles in the tubing. The customer was unable to confirm if it was blood or an air bubble. The customer also reported experiencing no delivery alarms. The customer also reported the paramedics were called for treatment when their blood glucose declined to 56 mg/dl. Customer stated their low was caused by two glasses of wine. Customer was treated with juice for their blood glucose. The customer's blood glucose rose to 139 mg/dl when the paramedics left. Customer declined to return the product for analysis.